Event description:
It was reported that while going to hang the chemotherapy infusion 1l ns bag mixed with cisplatin, cytoxan, and vepesid, the primary tubing set spike broke. The chemotherapy drug spilled inside of the bag it was carried in, but did not spill outside of the carrier bag. This occurred at inpatient oncology. There was no patient involvement.

Manufacturer narrative:
Correction: initially reportable but investigation determined defect on non-bd product. After further review this file is deemed not-reportable.

Manufacturer narrative:
Concomitant medical products: 1000ml braun bag, lot: j9p758, exp: 05/22, cisplat, cytoxan, vepesid in 0.9% nacl injection; spike adapter. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while going to hang the chemotherapy infusion 1l ns bag mixed with cisplatin, cytoxan, and vepesid, the primary tubing set spike broke. The chemotherapy drug spilled inside of the bag it was carried in, but did not spill outside of the carrier bag. This occurred at inpatient oncology. There was no patient involvement.